Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken and fractured at open end; the fiber proximal to fracture can rotate independently of outer flow tubing; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface, and severe char near open end; the outer flow tubing open end wall is compromised, exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure, the fiber tip was damaged. Additional information indicated that the "distal 1/3 of fibre broken and detached." The fiber was exchanged and another fiber was used to complete the procedure. Patient outcome: "no injury" reported.